Event description:
It was reported that t:slim x2 pump battery would not charge, and customer confirmed use of tandem charging cable and wall adapter without any power source alerts initially. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a known working outlet for at least 30 minutes, after which pump began charging using original supplies; during follow-up customer received power source alert that was confirmed in pump history, but battery issue did not cause pump shutdown or inability to turn pump back on, and no further assistance was required.